Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at roughly the base. A piece approximately 0.437" x 0.085" was found to be broken off and was returned. Components adjacent to this broken blade did not show damage. The complaint regarding broken blade was confirmed by failure analysis. Corrected information can be found in the following fields: d4 (batch sequence was added to the lot number) and h8 (usage of device).

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the harmonic ace instrument had jaw damage. A fragment had been recovered from the patient, and post-operative x-rays revealed that there was no debris that was left behind. The surgical procedure was completed as scheduled using a spare harmonic ace instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: there was no patient injury or harm. The patient has not returned to the hospital due to experiencing any post-surgical complications. The fragment that was retrieved from the patient will be returned back for evaluation.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .